Manufacturer narrative:
C2602 cusa handpiece was not returned for evaluation (as per additional information received, their request for repair was denied by the hospital due to the cost); therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. Based on the customer reported failure ¿vibration alert ¿ its possible this complaint was as a result of transducer failure. However, without testing it is not possible to verify. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the handpiece of the cusa excel gives a vibration alert after pressing the test button upon start up. This happened multiple times in an unspecified surgery. There was no known patient injury or surgery delay.